Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a skin infection. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, inflammation/swelling, and an infection at the needle puncture site and the symptoms spread beyond the patch perimeter. The patient consulted a health care provider at an urgent care clinic who prescribed an oral pain medication (butalbital; acetaminophen combination), but the patient referenced the medication as an antibiotic. The method used to diagnose the infection was not specified. At the time of the report, the infection had already healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.